Manufacturer narrative:
The insulin pump had a frozen screen with a full segment display due to a problem with the interface board. Unable to perform functional testing or test for the error alarm due to the frozen screen.

Event description:
The customer reported an error alarm that could not be cleared. Troubleshooting was performed, and the screen went blank after inserting a new battery. Additional troubleshooting was performed, but the issues were not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.